Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was confirmed as difficult actuation via returned device analysis as the gripper worked after troubleshooting. Additionally, the harness was observed to be jammed and the gripper cover was observed to be bulky. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue and jammed harness cannot be determined. The observed bulky gripper cover is a cascading event of the reported jammed harness. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Two mitraclip xtw clips were inserted and deployed on the mitral valve. A third clip. A mitraclip xt was inserted without issues. However, while in the valve, it was observed the gripper was not lowering. Troubleshooting was performed but the issue continued to occur. Therefore, the clip was removed from the patient. While outside the patient, the grippers were tested. One clip was then deployed, reducing mr to a grade of 3. The patient was reported to be stable. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.